Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Isi received and analyzed the power supply. In system logs, error 417 was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit ran 10 power cycles without any error code that would relate to the issue. With the system on, they tested all arms with a camera and vessel sealer attached and they had full movement. The master tool manipulator (mtm) was also analyzed in failure analysis. The mtm was returned for failure analysis due to reported errors 2300 (pot overtravel limit, mtmr, axis 8 (grip). The issue was confirmed in system logs and successfully replicated on a surgeon side console fixture test platform (sftp) system. No visual defects related to the reported issue were identified during inspection. Functional testing on the sftp system resulted in failure on axis 8. An applied behavioral analysis (aba) swap was performed on the gimbal, confirming the lever magnet side assembly as the root cause of the failure. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip magnet being detached (mtm gimbal).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not control usm 3 and usm4 with surgeon side console (ssc1). There were no relevant errors. The grip magnet was detached and stuck on the other side of the gimbal. The grip was always "closed" for system, that's why there were no errors and the customer couldn't take control of any arm. Fse replaced the right master tool manipulator (mtmr) to correct the issue. The power supply 1 also was replaced on the patient side cart (psc) due to not working anymore. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the mtmr for evaluation, but evaluation has not been completed as of the date of this report. However, isi has not received the power supply 1 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a training/demo of the da vinci system, persistent issue on one of the surgeon console's (ssc1) inability to control the universal side manipulators (usm) was experienced. Activity continued using the other ssc2. No known impact or patient consequence was reported.